Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultramini meter was in the memory mode when she patient was trying to test and was not powering on. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue first occurred on (B)(6) 2014 at 8am. The patient reported using lantus insulin to manage her diabetes. The patient reported between (B)(6) - (B)(6) 2014 she had something more to eat or drink than usual. The patient reported developing no symptoms on the day of the alleged issue. The patient reported on (B)(6) 2014 at 10pm she went to the emergency room and had a blood glucose test only, however, a reading greater than ¿500mg/dl¿ was obtained by the healthcare professional. The patient was using the correct test strips. When a new test strip was inserted the meter did not power on, when the power button was pressed, the meter did not power on. It was not the first time the meter had been used and there was no misuse. Replacement products were sent to the patient. This complaint is being reported because the patient claims due to the alleged issue she required assistance from a healthcare professional and a severely high blood glucose reading was obtained.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up (5/17/2014)-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.